Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 13 mg/dl. Prior to the hospitalization, her blood glucose was 26 mg/dl; she attempted to drink juice with sugar but she was unable to swallow it until someone rubbed her throat. The customer was able to swallow the juice but then passed out; she was taken to the ER. The customer was treated with sugar water via IV. Troubleshooting was declined for the low blood glucose. Her current blood glucose is 300 mg/dl. The insulin pump was not returned or replaced.